Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was having an allergic reaction. It was reported that the patient had a hernia repair where the product was used.